Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric transection on an open multivisceral transplant, the surgeon was able to press the green button and squeeze the handle but the stapler did not fire. The handle also broke. There was no patient injury.